Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using a penumbra smart coil (smart coil), a penumbra smart coil detachment handle (handle), a stent device, and a non-penumbra microcatheter. During the procedure, the physician successfully placed the stent in the target vessel using the microcatheter. Next, the physician advanced the smart coil inside the aneurysm using the microcatheter and detached it using the handle. However, upon retraction of the smart coil pusher assembly, it was noticed that the smart coil was also being pulled out of the aneurysm. Subsequently, the smart coil unintentionally detached and remained on the stent. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.